Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a non-functional ipg, and patient was unable to get it charged. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be returned due to facility policy. No device malfunction was suspected.